Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response events due to oversensing of the rate respiratory trend (rrt). Technical services indicated that there is variable impedance with some out-of-range measurements on the right atrial (ra) lead. It was recommended to bring the patient for in-clinic evaluation, turn off the rrt feature and troubleshoot to determine broken lead or spring contact issues. Attempts to obtain additional information were unsuccessful. Both the crt-d and the ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded inappropriate atrial tachy response events due to oversensing of the rate respiratory trend (rrt). Technical services indicated that there is variable impedance with some out-of-range measurements on the right atrial (ra) lead. It was recommended to bring the patient for in-clinic evaluation, turn off the rrt feature and troubleshoot to determine broken lead or spring contact issues. Attempts to obtain additional information were unsuccessful. Both the crt-d and the ra lead remain in service and no adverse patient effects were reported.